Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the oxygenator failed. The product was changed out. There was a total delay of 5 mins. There was approximately 250ml of blood loss. Transfusion was not required. There was no harm to the pt. The surgery was completed successfully.